Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks as well as anti-tachycardia pacing (atp) for supraventricular tachycardia (svt). Technical services (ts) analyzed device episode data and recommended programming options. No additional adverse patient effects were reported outside of electric shocks. It was noted that patient is being monitored by physician for unrelated illness. Currently, this device remains in service.